Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device tissue pad was partially peeled off. The issue occurred during energization in the therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
It was reported that the subject device tissue pad was partially peeled off. The issue occurred during energization in the therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.